Event description:
There was a leak in the upper part (near the band) of the band tubing and the surgeon substituted the tube.

Manufacturer narrative:
The reporter of the complaint was asked to return the product for analysis as well as to indicate the product serial # and explant date. The info has not yet been received by allergan. Based upon the implant date provided by the reporter, the connector type is either a taper I or taper ii. The reporter of the event was asked to return the product for analysis. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."